Manufacturer narrative:
The investigation determined that the most likely root cause of this event was due to incorrect maintenance performed by the operator. Customer confirmed that qc and all patient results were deemed ok, customer did patient result look back and found no discrepancies. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer contacted tsc to report that on (B)(6) 2018, maintenance was performed incorrectly on provue analyzer. Customer did not empty out 10% bleach solution from wash container a before testing was resumed. Problem description: issue started on: (B)(6) 2018. Frequency: one day, isolated. Sample ID: n/a. Error occurred during: maintenance. Other relevant details: customer did not remove 10% bleach solution from analyzer, tested qc and patients for a 24 hour period before discovering incident and taking corrective action. Customer states that qc and all patient results were deemed ok, customer did patient result lookback and found no discrepancies. No error codes were posted by provue analyzer, customer was able to run analyzer. Actions taken by customer: (before calling) customer found incorrect maintenance was performed on (B)(6) 2018, customer removed bleach, performed rinses, final washes, primes using wash solution a, customer did patient result look-back, re-ran qc, no issues with analyzer or patient results. Troubleshooting: tsc obtained all pertinent complaint information. Tsc recommending that customer perform correct monthly maintenance and repeat any patient testing that may be discrepant. Tsc entered false neg in dt to trigger phse complaint. No further action at this time, customer satisfied with discussion and recommendation. Closure statement: data collected and documentation indicates that performing recommended maintenance procedure monthly maintenance described in the provue analyzer sop is expected to resolve the concern or customer has agreed to call back.